Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malpositioned of essure device-unknown') and genital haemorrhage ('abnormal bleeding (general) / heavy bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included gravida ii, parity 2, menses irregular, c-section, gestational diabetes, leiomyoma nos, dizziness and nausea. Concurrent conditions included bacterial vaginosis, vaginal bleeding and menorrhagia. Concomitant products included intrauterine contraceptive device (paragard). In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection"), migraine ("migraines/headaches"), rash ("rashes or skin conditions ¿ unknown"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain / cramping") and skin disorder ("rashes or skin conditions ¿ unknown") and was found to have hormone level abnormal ("hormonal changes ¿ unknown") and weight decreased ("weight loss"). The patient was treated with surgery (essure removal). Essure was removed in 2011. At the time of the report, the device dislocation, hormone level abnormal, vaginal infection, migraine, rash, vaginal discharge, weight decreased and skin disorder outcome was unknown and the genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, genital haemorrhage, hormone level abnormal, migraine, rash, skin disorder, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: discrepancy noted: date of implant: (B)(6) 2010. Other injuries or complications ¿ unable to bare children since. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs and mr received. Reporters information updated. Event injury were updated to new event. New events: abnormal bleeding (general); hormonal changes ¿ unknown; infection (bladder/urinary tract/vaginal); infection ¿ vaginal; migraines / headaches; pain; abdominal pain rashes or skin conditions ¿ unknown; surgery (other) ¿ essure removal; vaginal discharge; weight loss, malposition of essure device-unknown. Event: outcome were updated: cramping and heavy bleeding to recovered. Medical history, concomitant drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.